Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein a lead was added. There was no suspected device malfunction. The patient was doing well postoperatively.